Event description:
The potassium valve in a pt's blood sample was 2,1 whereas the reference range is 3,4 - 4,5. Therefore the nurse got suspicious and ran a sample on her own blood with a result of 2,2. Afterwards, a sample of the pt's blood was run on another blood gas analyzer with the result 4,5. There was no alarm and a calibration run before the erroneous measurement did not reveal that there were any problems. As the potassium was obviously deviating, no treatment of the pt was initiated due to the erroneous measurement.

Manufacturer narrative:
An evaluation of the log for the device showed that the automatic calibration of the potassium electrode at 00 hours had an error code. But as the following calibration at 04 hours was in order, and the interface showed that the device was ready to use, the customer put in a blood sample and got the erroneous measurement. Some hours after the erroneous measurement, the automatic calibration on the potassium electrode failed. Therefore, the membrane was exchanged with a new membrane - and the device was working fine again thereafter. The removed potassium membrane was discarded, so further evaluation of this is not possible.